Event description:
According to the complaint, a sample was introduced to the abl90 flex analyzer (serial # (B)(4)) at 16:06 and a ph result of (B)(6) was obtained. Following that result, a cesarean-section was conducted on the patient. When the baby was born it was seen in good health and a cord sample was taken which measured a ph of (B)(6). Based on that measurement, the customer commented that the cesarean-section was performed without need. The equipment was checked and observed that since 14:19, qc errors: 1070 and 0211 were present. Furthermore, in the parameter bar, the ph was marked yellow when the sample was made which indicates that the user was warned that the ph result would be erroneous.

Manufacturer narrative:
Sensor cassette chip ID: (B)(4) was inserted in the abl90 flex analyzer. Ph showed problems immediately after replacement and the parameter started displaying multiple errors following replacement. The displayed error messages, was error marked on qc-measurements and all measurement results was marked with and error messages. The instrument responded to the failing ph-sensor in the way the instrument is designed to do. Ph problems were resolved by replacing the sensor cassette.